Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2010, 6570 stent (B)(6) 1997. (B)(4).

Event description:
It was reported that the patient was hearing a steady tone nightly but at different times. No cause has been identified at this time. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was further reported that the device was subsequently explanted and replaced due to system upgrade.